Event description:
I had the infuse implanted during my spinal surgery. This has caused me serious injury - including pain, major nerve injuries, as well as physical limitations. Implanted: (B)(6) 2004.